Manufacturer narrative:
The delivery device was not available for return; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the surgeon noticed that the lens haptic looked crimped as the lens was being injected into the left eye. The lens was removed and a backup lens was implanted. Sutures were placed to seal the incision with was no damage to the eye, the patient was discharged.